Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, normal elective replacement indicator (eri) was noted on the device as well as high pacing impedance on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was implanted during the device replacement procedure due to normal eri to resolve the event. The patient was stable.